Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a table shift after adding a kv cone beam to an existing treatment program in mosaiq. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
This event has been reported in error, it is a duplicate of the exact same event reported under MFR report no. 2950347-2016-00050 (elekta ref. 02238344). See MFR report no. 2950347-2016-00050 for full details.